Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tip of the instrument apparently broke off intracorporeally. Based on the photo that was submitted, the component that broke off was retrieved. They used a liked device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The reported condition was confirmed. The picture sample provided show a disengaged piece of plastic. It could not be determined where the plastic disengaged from the device based on the picture sample. Without the device, pmv could not determine what caused the reported issues of the complaint. The investigation could not determine the root cause of the customer's report based on the picture sample sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.